Event description:
As reported: "the surgeon reports a breakage of the torx 30 screwdriver (cannulated) from the fixos 7.0 mm screw system. Replacement was available."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. Tip of the screwdriver was found broken. Broken fragments were not returned. Two lobes of the torx screwdriver had been found broken. Microscopic view of the broken surface indicates a brittle failure of the screwdriver as evidenced by the fairly smooth surface at the breakage junction. The breakage has occurred due to the application of excessive torsional forces along with bending at the tip of the screwdriver resulting in stress concentration on the edges of the lobes. Also, it could be possible that the tip not seated properly in the screw, or screwdriver used at a slight angle due to which chipping of only few lobes occurred. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be user related issue. The event is caused by application of excess mechanical forces on the tip of screwdriver resulting in the lobes of the tip being broken. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon reports a breakage of the torx 30 screwdriver (cannulated) from the fixos 7.0 mm screw system. Replacement was available."